Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of chest pain. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), a battery depletion code was observed. The device's memory was sent into boston scientific engineering for review. Upon review of the memory, all battery measurements were found to be normal . The battery depletion code occurred three months earlier and the memory prior to the code had been overwritten due to beeper alerts. Engineering discussed possible reasons, however an exact cause was unable to be determined for the erroneous battery code. Based upon current battery measurements engineering suggested to continue to monitor the patient if they successfully cleared the code. The field representative further informed that the battery code was successfully cleared and the s-ICD remains in service. No adverse patient effects were reported.